Event description:
A (B)(6) distributor returned a monitor and reported monitor was displaying a service code.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code displayed) has been confirmed. Upon investigation the monitor displayed a service code 102 and was unable to complete functional testing. The cause for the failure was isolated to a shorted pin 3 on the monitor ca board. The root cause for the shorted pin could not be positively identified. No adverse event resulted from the damaged monitor.